Event description:
The customer biomedical engineer (biomed) reported that the device did not move from yellow to the red desaturation (desat spo2) alarm when the desat alarm did not trigger when below the set threshold of 88 per the alarm settings set at the pic ix/bedside monitor label 1032ucm at 11:03am. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the philips patient information center ix (pic ix) from the customer biomedical engineer (biomed) reporting that the device did not move from yellow to the red desaturation (desat spo2) alarm when the desat alarm did not trigger when below the set threshold of 88 per the alarm settings set at the pic ix with bedside monitor label 1032ucm at 11:03am. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. The alarm log for the involved bed 1032ucm was reviewed by a philips product support engineer (pse). For bed 1032ucm, desat alarms were found at 11:03am and were seen to have been acknowledged by the user at 11:04am. Based on the information available and the testing conducted, the cause of the reported problem was user related. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.